Event description:
Info received indicates the brake will engage but does not hold.

Manufacturer narrative:
The technician found the casters were worn. He adjusted the brake casters to repair the bed.